Event description:
The patient claims that since saturday afternoon her blood glucose value is unexpectedly too high. On saturday afternoon she didn't feel good: nausea, vomiting. She checked her blood glucose value and it was over 600 mg/dl and so she changed infusion set. On sunday morning her blood glucose value was about 290/300. Usually it is 136/140. Between saturday and sunday she makes correction bolus, but she says it seems like insulin doesn't work. The patient thinks that maybe the pump could have a problem, she thinks that the pump is not delivering the correct insulin. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.